Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The device was not returned to brézins as repairs were carried out locally. Despite several requests for device/parts return and attempts to collect additionnal information, we did not receive anything that would allow us to go further with this investigation. The root cause of the reported issue could be linked to a defective keypad but based on available information this cannot be confirmed. Therefore the root cause of this event remains unknown. As the reported defect cannot be confirmed by lack of evidence, CAPA related to defective keypad cannot be directly linked to it. If further information are provided later on we may re-open the complaint and pursue its investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: "pm failed -probably upper case -on/off button does not work." Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.